Event description:
It was reported that (1) lcsc5 was used during a laparoscopic splenectomy procedure. It was reported by the rep that the harmonic scalpel with luke handpiece and lcsc5 continued to tone out. It is unknown how the case was completed. There was no consequence to pt.